Event description:
It was reported by the vad coordinator that the patient describes power switching. Controller and batteries exchanged. There were no effects on the patient reported. This is report 2 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. It was indicated that the potential batteries involved were: catalog a00036 serial: (B)(4). This is one of three reports (3007042319-2015-00993 3007042319-2015-00994 and 3007042319-2015-00995) submitted for devices related to the same event. Device has not been received.

Manufacturer narrative:
The device (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-00993, 3007042319-2015-00994 and 3007042319-2015-00995) submitted for devices related to the same event.